Manufacturer narrative:
This report is for an unknown nails: pfna/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a non union after implanting an pfna lead to the breakage of the nail. Unknown if the patient experience a post-op device malfunction such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding and oozing which required revision surgery and hardware removal. Patient status/ outcome / consequences is unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: concomitant device reported: unknown proximal femoral nail (pfna) blade (part # unknown, lot # unknown, quantity # 1), unknown locking screws (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device. This report is for one (1) unk - nails: pfna. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint condition that the unknown nail broke postoperatively, can be confirmed according to the received picture/x-ray. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.